Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor glucose readings were inaccurate and initiated an inappropriate threshold suspend. She also stated that she had received change sensor, sensor error and calibration error alerts while on vacation. She stated that she had disposed of the sensor. She also stated that she had a sensor that did not release properly from the serter device. She was not able to troubleshoot these issues due to not having any of the devices on hand. The blood glucose reading was 82 mg/dl. Nothing further was reported.